Event description:
It was reported that the impedance on the right ventricular lead was high and triggered a lead warning. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314vrm, implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).